Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high-definition lcd monitor was producing a noisy image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during inspection before a diagnostic enteroscopy and gastroscopy procedure. The procedure was completed with no delay with the same device.